Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: device interaction/functional. Visual inspection: the depth gauge for 1.3mm and 1.5mm screws (part# 319.004, lot# 4891756) was returned received at us cq. Upon visual inspection at cq, it was observed that the needle component of the device was slightly bent and loose at the needle and slider juncture, sleeve component was also missing. No other defects were observed on the received device except normal wear. Functional test: the functional test cannot be performed as the needle component was bent and loose, thus the reported complaint condition can be confirmed. The complaint can not be replicated with the returned device. Document/specification review: all related drawings are reflecting the current and manufactured drawings were reviewed. The complaint is confirmed. Investigation conclusion: the complaint condition was confirmed for the received device as a needle component was loose, slightly bent, and the sleeve component was missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number:319.004, synthes lot number: 4891756, supplier lot number: n/a, release to warehouse date: nov 23, 2004, expiration date: n/a, manufactured by synthes (B)(4). Mrr was generated during production for rough uneven surface on needle. Parts passed inspection and were issued. This non-conformance is not relevant to the complaint condition since it is not related. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection these items were set aside for complaint. One (1) depth gauge for 1.3mm and 1.5mm screws, one (1) depth gauge for 2.0mm, 2.4mm screws had loose wire, one (1) depth gauge for 2.0mm, 2.4mm screws has fading of top coat, one (1) depth gauge for 2.0mm, and 2.4mm screws has fading numbers, hexagonal screwdriver tip is rounding out and losing hex shape and 12.0mm cannulated awl tip was pitting. This complaint involves six (6) devices. This report is for (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 (B)(4).